Manufacturer narrative:
Insulin pump received with blank display due to battery connector not plug in properly to interface board. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and the insulin pump had a blank display. The customer blood glucose level was 600 mg/dl at the time of incident and the current blood glucose of the patient is unknown. The customer was assisted with troubleshooting and the display did not return.customer treated with insulin pump and manual injection. Troubleshooting was performed. The product will not be returned for analysis.